Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during after a laparoscopic gastric bypass the patient had excessive internal bleeding from a staple line. The patient had to be re-operated on 36 hours post operation to oversew the bleeding staple line. The area in question was the remaining stomach (not the pouch). Surgeon used a endocutter with gold with peri strips on gastric firings. Device was discarded.